Event description:
During attempted pta left common iliac artery, heavy calcification was noted. Due to this, the wire and catheter were unable to cross the proximal cap and stayed subintimal. An outback catheter was then advanced to the proximal left common iliac artery. Multiple attempts to enter the lumen were made unsuccessfully. In manipulating the catheter into position, the radiopaque marker tip became dislodged from the tip of the catheter.